Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a potential product performance issue. No further details were provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic has been informed not to contact mayo for additional information related to events occurring within the mayo health system. Additionally, per mayo policy, medtronic field representatives are not allowed to be present during implant or explant procedures, and as such, the information provided by the hospital is all that can or will be obtained regarding the event. (B)(4).